Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure the patient experienced phrenic nerve paralysis.during a cryo procedure of the right superior pulmonary vein (rspv), the diaphragm movement sensor (dms)% decreased, when the doctor checked the movement of the phrenic nerve, it was weak, so cooling was stopped. The timing of stopping cooling was 44 seconds, at -50c. No additional cooling was performed to the rspv, and the other pvs were treated to complete the procedure. The device is not expected to be returned for laboratory analysis.